Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the battery cap slot was stripped and that it could not be removed. Through troubleshooting the customer was able to finally remove the battery cap but also reported a blank display. No troubleshooting was performed for the blank display. The customer did not recall the blood glucose reading.